Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the self-adhesives of the infusion set cannula is not completely covered with glue. Caller stated that is the reason the headset came off very quickly. No adverse event reported. Requested return of the alleged device for evaluation.